Manufacturer narrative:
(B)(4). Reports of burning smell coming from evac. PMA/510(k)#: k081047; k123188; k133786. Since the serial number was unknown, the DHR and repair history review cannot be performed. The complaint history review was not required since the repair technician could not reproduce the reported event or find any other issues with the device. On 10 november 2016, it was reported from (B)(6) hospital that the evac was having burning smell. Pm medical was contacted about the cart and dispatched a service technician to be at the site. On 11 november 2016, the account¿s technician found no issue with unit but found that there was strange smell from the cart which was investigate as part of (B)(4). Then the technician verified that the device was functioning as intended. The unit was then returned to service without incident. Per crm, repair checklist was not required for this service. The service technician was unable to reproduce reported event on the evac. Based on the information, the root cause of the reported event cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was a burning smell coming from the evac during cleaning. No adverse events were reported as a result of this malfunction.